Event description:
As reported by the user facility: (B)(4). Serial # (B)(4). Event description: customer states that the pt was receiving taxol. The infusion rate was 220ml/hr. The customer reports, "the infusion took longer than 3 hours to infuse, that's the reason for it being an under infusion." No pt injury. Incident date: happened sometime this week. Reference MFR# 9610825-2013-00204.